Event description:
Reportedly, during pt use, when the device was connected the ac cable, suddenly "backup battery failure" happened. The pt was then manually ventilated and switched to another ventilator. There were no reported serious or negative pt consequences.

Manufacturer narrative:
(B)(4).